Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. This case was reported mainly because it was claimed that the table could no longer be moved. However, the in-depth investigation could not confirm this. According to the log file, there was a malfunction, but slow movement was possible at all times. A corresponding error message was displayed at the system. Further analysis of the log files revealed a mismatch of the two positioning sensors (potentiometer and encoder). The system automatically detected an error by comparing the first source of position information with the second source. When the defined tolerance for the deviation was exceeded, the system switched to "reduced stand/table speed" and displayed the corresponding error message to the user. The defective potentiometer was replaced on site. Afterwards, the system worked as intended again. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that table movement suddenly failed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.